Event description:
It was reported by service report that the both left/right rails can't lock in the up position. The top rails are broken and the latch handles are either missing or broken. There are sharp surfaces present. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: latch handle.